Event description:
It was reported that during a low anterior resection procedure, it was the surgeon's first fire of the case. The surgeon said, the device miss fired as there was a leak in the staple line. The sales rep was able to see that the middle of the staple line was where the leak was and the surgeon sealed it by using the harmonic and an endo loop. The surgeon continued to use the same device for the second firing on the left ileocolic artery by using a second reload. The surgeon waited ten to fifteen seconds and fire fully plastic to plastic. The second fire was perfect. The surgeon then fired a third reload on the small bowel. This also fired perfectly, so the issue did not appear to be the stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.